Event description:
An instrument, that was designed by our company, failed during surgery. A post operative x-ray was taken on the day of surgery. When the operating surgeon reviewed the x-ray the following morning, a portion of the instrument was found to be embedded in the soft tissue of the pt's hip. That day a second surgery was scheduled in order to remove the failed portion of the instrument. Our company was notified of the incident on (B)(4) 2006. The pt was not in any pain and did not have any adverse reaction due to the instrument failure. The surgeon, (B)(6), sees no need for additional therapy or treatment due to the instrument failure. However, we have been informed that the pt will have to stay in the hosp an extra two days. One day is due to the second surgery, the other is due to heavy drainage. We have recalled all ten of the instruments, from the same lot, released for sale and have quarantined existing stock. We are looking into re-designing this instrument to remove the failed feature.